Event description:
Medtronic sequestera cellsaver #823 was in service for an open heart procedure, which resulted in a great loss of blood. The cannister filled quickly. The cpd (citrate phosphate dextrose) drip rate was increased, and yet the blood clotted off, which made it impossible for the blood to be processed. As a result, the patient lost over 2800cc's of blood that could not be recycled. The purpose of this device is to save the "lost" blood during surgery to return to the patient once the procedure is complete. This is the second event of this type involving this type of device. Previously reported three months ago.